Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the half-height cubie drawer 4.2 (main) was unable to open, thereby preventing the users from accessing the medications. Additionally, it was reported that the user was able to retrieve the needed medication from the pharmacy. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a drawer failure attributed to a software issue. A field service engineer recovered the drawer, and the customer inventoried an entire drawer without any issues. The system functioned as intended after the field service engineer troubleshooted the device.